Event description:
Description of event as reported by complainee - "this was on high-flow, and the water bag blew up and almost exploded! The circuit was changed and had no issues (adult circuit) - can we assume the chamber or feed was bad?"